Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(6) has been completed. Upon investigation the battery charger/modem displayed a yellow light when no battery was inserted, indicating a charger failure. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger. Device evaluation of battery charger/modem sn (B)(6) has been completed. Upon investigation the battery charger/modem displayed a yellow light when no battery was inserted, indicating a charger failure. The charger returned to the vendor for further investigation. The root cause for the defective charger is underway at the vendor. No adverse event resulted from the defective charger.

Event description:
During an investigation of a charger for an unrelated issue, a reportable malfunction was found. The charger exhibited a charger failure. During an investigation of a charger for an unrelated issue, a reportable malfunction was found. The charger exhibited a charger failure.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery charger/modem displayed a yellow light when no battery was inserted, indicating a charger failure. The charger returned to the vendor for further investigation. The root cause for the defective charger is underway at the vendor. No adverse event resulted from the defective charger.

Event description:
During an investigation of a charger for an unrelated issue, a reportable malfunction was found. The charger exhibited a charger failure.